Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrocardiogram (ECG) showed the right atrial (ra) lead undersensing atrial fibrillation (af). The device was checked one week later and the patient was in sinus bradycardia with a heart rate of 44 beats per minute with good conduction. There were no programming changes made. The ra lead remains in use. No patient complications have been reported as a result of this event.